Manufacturer narrative:
Frequent labs were drawn, results were not provided. The customer¿s experience of an overinfusion of heparin was confirmed through the pcu event log review. ¿ the pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of heparin (drugid 153) at a rate of 140ml/hr with a vtbi of 500ml at 1:00 am on (B)(6) 2019. ¿ prior to starting the infusion, the user programmed a rapid bolus of 5000unit (rate = 999ml/hr, vtbi = 500ml). ¿ at 1:35 am, the bolus dose completed, and the device transitioned to the primary infusion at 140ml/hr. ¿ the infusion stopped and did not infuse at the primary rate of 140ml/hr after the bolus completed because the bolus vtbi was the same vtbi (500ml) programmed for the primary infusion. The pump module and the disposable set were not returned for investigation the root cause of the customer¿s report of an overinfusion of heparin was identified as due to user programming.

Event description:
It was reported that an over infusion of heparin occurred on the medical/surgical unit. A primary infusion of heparin 25,000units/d5w 500ml at a rate of 1400units/hour was piggy backed into a main non-bd infusion set. The programming was verified by 3 nurses. A heparin bolus dose was set , and the entire 500ml was delivered at the bolus rate. The customer later stated that there were no lasting adverse effects caused to the patient, however, frequent labs, increased vital sign monitoring and protamine was administered to counteract the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Device evaluated by MFR: no devices to be returned; log review only.

Event description:
It was reported that the device did not switch back to the primary infusion rate after completing a heparin bolus and delivered the full volume at a bolus rate.